Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose while using the ilet and had a hypoglycemic event after not announcing a meal, during which the system delivered insulin that contributed to low glucose. Symptoms included hypoglycemia with a reported nadir of 68 mg/dl. Outcomes included approximately 10 minutes below range and self-treatment with oral glucose tablets, with no ketone testing and no medical intervention. Investigation included review of patient logs and product use. Investigation of this case revealed user-related use error, specifically using meal announcements as correction boluses and missed meal announcement leading to overdelivery relative to carbohydrate intake. It was concluded that the device functioned as designed and that the event was attributable to user technique; the patient received education on proper meal announcement use.